Event description:
During a competitor's lv lead revision due to diaphragmatic stimulation, the patient's blood pressure dropped suddenly. Medications were reversed and a code blue was called. The code went on for over 45 minutes and the patient passed away. The exact cause for the pressure drop is unknown. There are no known complaints against our device. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn atthis time. The investigation will be re-opened should additional data become available.